Manufacturer narrative:
Evaluation summary: initial visual inspection of the returned product confirmed the syringe was a 10ml luer lok, catalog #309604, manufactured in canaan, CT . Once the syringe was identified, it was forwarded to the manufacturing facility for further review and determination of probable cause. A visual inspection of the sample in question at the manufacturing facility confirmed that the syringe damage was most likely the result of an assembly jam during the process. Sample returned exhibited damaged barrel such that it should have rendered the syringe unuseable. Bd medical and regulatory compliance departments tried to contact rptr numerous times to learn more about his condition and the incident reported. We have not been able to speak to him, just to his staff. Staff personnel indicated they would pass the info on and bd could expect a return call with further info. As of the date of this report, no further info has been rec'd. Lot number is unknown, unable to run a device history review. As of this date, a review of the complaint database did not reveal any discernible, significant trends for this issue on the affected reorder number. As in all instances, regulatory compliance will continue to monitor for any changes in monthly trends.